Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the suspected lot # r20g13053 was manufactured on july 14, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. Additionally, priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact lot numbers were unknown; however, the suspected lot number is r20g13053. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a paclitaxel set had backflowed leading to air in the line. During priming with an unspecified chemotherapy solution, the set backflowed when attached to a non-baxter transfer device. The event was further described as ¿when the bag of chemo is inverted to mix, that the air from the drip chamber fills the tubing from the drip chamber to the filter¿. There was no patient involvement. No additional information is available.